Event description:
Device malfunction: partial stent deployment, thumbwheel difficult to rotate. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that an absolute stent was advanced over a .035 guidewire across an acute iliac angle to the target lesion in the left superficial femoral artery. The thumbwheel did not completely turn and the stent only partially deployed. The device was removed as a single unit and a non-abbott stent was implanted. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.